Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer in regard to a patient receiving dilaudid via an implantable infusion pump. Since (B)(6) 2015, the patient started having memory loss. The pump was troubling the patient; it hurts the patient and caused distress since implant. The patient wanted to have the pump removed because of the discomfort it was causing. The patient reportedly can barely walk. The patient can't urinate the right away (the urine starts and stops and it smells "very strong") and is constipated. The patient's stomach hurts when she urinates. The patient still has pain and her foot and leg is also swollen. The patient was told that the pump may be pushing down on her bladder. The event date of all of the patient symptoms besides memory loss was reported as (B)(6) 2015. The patient was to see their healthcare provider in two weeks. The patient's healthcare provider told the patient it was too early to have the pump removed. It was noted that the patient has severe hearing loss and wears a hearing aid. The patient was taking some medications for her urination issues.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer reported issues with urination. This began around (B)(6) 2015. They were not able to go, and had issues with starting and stopping. They also had swelling in their foot and legs. This began around (B)(6) 2015. The patient was last refilled on (B)(6) 2015. They went to the emergency room on (B)(6) 2015, though tests came back and showed nothing was wrong. The patient thought the drug in the pump was not something like morphine. They thought it was something like "ladodi" the patient was indicated for the following use: non-malignant pain.

Manufacturer narrative:
Correction: product problem does not apply to this event.

Event description:
Additional information was requested to determine what medications the patient was taking at the time of the event; what drug(s) the pump contained; what actions and interventions were taken to resolve the symptoms; what caused the patient's symptoms; and if the symptoms resolved.

Event description:
Additional information received from a consumer reported the patient was unable to urinate, having bowel problems, and being forgetful or absent-minded. The patient's doctor started draining the pump and the patient inquired if this would cause the patient's pain to return. The pump was still reported to be delivering dilaudid.